Event description:
It was reported via journal article that thrombosis and amputation occurred. The purpose of the study was to evaluate the midterm outcomes of bare metal stent versus covered balloon expandable stents placed in the common iliac artery (cia) for aortoiliac occlusive disease. Bare metal stents used included the express ld and 2 other non-bsc stents. The covered stent used was a non-bsc stent. Post procedure thrombosis was reported which required intervention. Amputation was reported for critical limb ischemia.

Manufacturer narrative:
Literature citation: humphries, misty d. Et.al. (2014) "outcomes of covered versus bare-metal balloon-expandable stents for aortoiliac occlusive disease.". Journal of vascular surgery, 60 (2); 337-343. The device was not returned to the complaint investigation site (cis) for analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).